Manufacturer narrative:
Age: average age. Sex: majority sex. Dates of death, event, and implant: estimated date. The stents remain in the patients. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported through a research article that the xience prime may be related to target vessel failure defined as cardiac death, myocardial infarction, ischemia, stent thrombosis, and target lesion revascularization. Specific patient information is documented as unknown. Details provided in the attached article titled: " everolimus eluting stents in patients with diabetes mellitus and chronic kidney disease: insights from the tuxedo trial¿.

Manufacturer narrative:
This report is being resubmitted to ensure the enclosed attachment can be easily opened by the FDA. " everolimus eluting stents in patients with diabetes mellitus and chronic kidney disease: insights from the tuxedo trial¿.

Manufacturer narrative:
A2: average age. A3: majority sex. B2, b3, d6: estimated date. D4: the UDI is unknown because the part number and lot number were not provided. The device was not returned for evaluation. A review of the lot history record and complaint history of the reported lot could not be conducted because the part and lot numbers were not provided. The reported patient effect of death is listed in the xience prime everolimus eluting coronary stent systems instructions for use as a known patient effect(s) of coronary stenting procedures. A conclusive cause for the reported death, and the relationship to the product, if any, cannot be determined. However, the treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.na